Manufacturer narrative:
Batch review performed on 05 july 2022. Lot 2009494: (B)(4) items manufactured and released on 01-feb-2021. Expiration date: 2026-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 5 months after the primary, the patient came in reporting pain and instability due to a loose tibia and the cause of the loose tibia is unknown. The surgeon revised the insert, tibia and added an extension stem. The surgery was completed successfully.